Manufacturer narrative:
For the reported event, lot number was not provided. The sample was not returned for evaluation and medical records were provided. Filter migration was inconclusive for the device. The device was labeled for single use. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f. Vena cava filter allegedly experienced migration of device or device component. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is male, however; age, and weight were not provided.